Event description:
There was an allegation of questionable lithium results for 3 patient samples on a cobas 8000 c702 module. The doctor questioned the initial high results, which prompted the customer to repeat the samples. In two of the patients, the lithium result is unexpectedly twice as high as usual. On (B)(6) 2025, sample 1 had an initial result of 0.82 mmol/l. On (B)(6) 2026, the repeat result was 1.11 mmol/l. On (B)(6) 2026, the sample was repeated, and the result was 0.57 mmol/l. On (B)(6) 2026, the sample was repeated, and the result was 0.48 mmol/l. On (B)(6) 2026, sample 2 had an initial result of 0.55 mmol/l. On (B)(6) 2026, the repeat result was 0.15 mmol/l. On (B)(6) 2026, the sample was repeated, and the result was 0.63 mmol/l. On (B)(6) 2026, the sample was repeated, and the result was 1.11 mmol/l. On (B)(6) 2026, sample 3 had an initial result of 1.08 mmol/l. On (B)(6) 2026, the repeat result was 0.1 mmol/l. On (B)(6) 2026, the sample was repeated, and the result was 0.34 mmol/l.

Manufacturer narrative:
The reagent lot number is 947991. The expiration date was not provided. The investigation is ongoing.